Manufacturer narrative:
(B)(4). For the two other sensor wires related to this incident; please refer to MFR# 3004753838-2017-00043 and MFR# 3004753838-2017-00042.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2013, the patient's mother noted a small red point in the abdomen skin that was also painful. On (B)(6) 2013 patient underwent surgery to remove the three sensor wires. Patient is in good condition and has a small scar in the skin of his abdomen. No further information has been provided.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, of detached sensor wires that were retained in the patient's skin. Physician reported that an x-ray confirmed in one (1) patient three (3) sensors wires remained in the body. The location was the patient's belly. The sensor wires were removed surgically. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.